Event description:
The customer received questionable high ion selective electrode (ise) sodium results for an unknown number of patient samples. The customer stated they had been getting alarms on the sodium calibration. Data was only provided for two patient samples. Patient sample 1 original result was 160 meq/l. The repeat result on another analyzer at the site was 134 meq/l. Patient sample 2 original result from an aliquot processed by the modular preanalytic analyzer (mpa) was 149 mmol/l. The repeat results from the parent tube were 158 and 137 mmol/l. The repeat result from the other analyzer was 137 mmol/l. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found the gear pump was noisy and the gauge was unstable so he replaced the gear pump head. He determined there was a fluidic failure so he cleaned the rinse tubing and a solenoid value and aligned the sipper nozzle. The customer reran precision testing, calibration, qc and patient samples with results within the specified range. Further investigation could not confirm a specific root cause based on the limited information provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.